Manufacturer narrative:
One device was returned for investigation. It was reported that the device was continuously giving a ¿motor rate error¿ message. Motor sensor did not measure the correct rotation rate for the stepper motor. Sensor (on main pcb board u29) may have failed, or the force sensor may be inoperative and the stepper motor stalled when an occlusion occurred, or parts on the drive train may be worn. So changed the main board and stepper motor. Lead screw and clutchs were wornout and changed those parts. Changed key pad because of scratch. Device passed testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was continuously giving a ¿motor rate error¿ message. This alarm event pauses the delivery of the pump until the error is addressed. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.